Event description:
It was reported that the pump was alarming no disposable, clamp tubing. I instructed patient to stop and restart the pump. The pump was then running correctly. No additional information available